Manufacturer narrative:
Concomitant medical product: product ID m995402a001 serial# (B)(6). Product type h3. Analysis found that the battery was out of electrical specification, scrapped due to failed state of health should be >=88% reads 89%. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: intellis battery pack, product ID: m995402a001 (serial# (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their controller is not coming on and they don't know how much battery power they have left on their implanted neurostimulator. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient stated that controller did not power on. Patient put the battery back into the controller and confirmed no physical damage on connector pins. Agent had patient inspect their ac power supply cord and controller pins; patient confirmed there was no damage. Patient confirmed that the ac power supply light was on. Patient did not have any double aa batteries to try on the call. Patient then said that they got the battery empty screen. Agent had patient remove battery pack from the controller and disconnect the ac power supply cord from the controller; connect the ac power supply to another outlet and connect the controller to the ac power supply. Pt said that the controller screen displayed battery empty cannot continue recharge the controller. Agent had patient put the battery pack back into the controller while controller is still connected to power supply, however the controller light was not flashing green/not charging. Agent sent an email to repair to replace the battery pack.